Event description:
It was reported that the cruciform screwdriver will not seat into screw heads, attempted to use bone wax and second driver, opened 3 additional trays trying to find a cruciform driver that will work to fit, the synthes mod hand driver eventually worked enough to complete the case but wasn't ideal. This resulted in stripped screws and case delay (1 hour).

Manufacturer narrative:
Returned parts were examined under magnification. No visual flaws were observed with any of the returned parts' drive features. Returned parts were functionally evaluated by test-engaging the returned drivers with known-functional cruciform screws from the engineering lab kit stock. The evaluation found sporadic issues with returned drivers' ability to reliably engage with suitable cruciform screws. The two drivers could only sporadically engage with suitable screws. In some cases, the drivers could engage with screws; in other cases, the drivers could not be inserted far enough into the drive feature to engage with the cruciform screw geometry. No definitive conclusions can be made. Related reports (including this report): 3025141-2026-00191.